Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Type of report is initial.

Event description:
It was reported that there was a patient alert for high svc impedance of 324 ohms. A 3500a form further reported the lead was explanted and replaced due to noise consistent with a "make-or-break" fracture. No patient complications were reported as a result of this event.